Manufacturer narrative:
The customer performed troubleshooting and found the alnty wz probe required cleaning, which resolved the issue. Return testing was not completed as returns were not available. A review of the analyzer service history identified no contributing factors to the current complaint. There have been no additional occurrences of a discrepant troponin result documented after the alnty wz probe, were cleaned by the customer. Tracking and trending was reviewed for the alnty wz probe and did not identify any trends. Tracking and trending was reviewed for the architect and no trends were identified. Labeling was reviewed and found to be adequate. Based on the investigation no systemic issue or deficiency of the alnty wz probe or the architect i2000sr processing module for serial number (B)(6) was identified.

Event description:
The customer observed a falsely elevated architect stat troponin-I result for one patient along with imprecise results with the low quality control. The following data was provided (customer¿s normal range: 0.010 to 0.033 ng/ml): sample 1: initial result = 0.00 ng/ml on (B)(6). Sample 2: initial result = 0.047 ng/ml on (B)(6), the physician questioned the results and the sample was repeat on (B)(6) = 0.00 ng/ml. Sample 3: initial result = 0.00 ng/ml on (B)(6). The quality control was in range when the results were generated. No impact to patient management was reported. No impact to patient management was reported.

Manufacturer narrative:
Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated architect stat troponin-I result for one patient along with imprecise results with the low quality control. The following data was provided (customer's normal range: 0.010 to 0.033 ng/ml): sample 1: initial result = 0.00 ng/ml on (B)(4). Sample 2: initial result = 0.047 ng/ml on (B)(4), the physician questioned the results and the sample was repeat on (B)(4) = 0.00 ng/ml. Sample 3: initial result = 0.00 ng/ml on (B)(4). The quality control was in range when the results were generated.